Event description:
Procedure type: colon resection. Patient gender: male. According to the reporter: the versaseal broke off and fell into the patient cavity and recovered from patient. The operating time was not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.